Event description:
(B)(4).

Manufacturer narrative:
Customer had recently replaced the hard disk drives themselves, so he wanted to replace the motherboard and requested the part number so that he could replace that as well by themselves. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.